Manufacturer narrative:
This event is reported in the post-market clinical trial (B)(6) registry. The event occurred in 2014 but the information was input into the registry in 2016. The manufacturer is aware that the reporting of this initial report is late. During the preparation of a follow-up MDR (3004478276-2016-00054), livanova realized that an incorrect attachment was sent during the initial submission in june 2016. ((B)(4)) this submission includes the initial report as well as the completed evaluation of this event. Device still implanted.

Event description:
The event is reported by the hospital in the (B)(6) registry: the manufacturer was notified on 16 may 2016 that on (B)(6) 2014 , a (B)(6) year-old patient was implanted with perceval s valve. The same day the patient had a bleeding that required intervention (without the perceval valve being explanted). The patient had a normal recovery and she was discharged on (B)(6) 2014.